Event description:
The report received from the affiliate indicated that during negative preparation, the physician found that the hub was cracked. The device was not resterilized. No anomalies were noted when the device was removed from the package. It was inserted through a stopcock instead of a hemostatic valve. The device pulled from the packaging by the hub and it was not used in the pt.

Manufacturer narrative:
Please note that this device is not distributed in the unites states. However, it belongs to the same class of device as the us distributed cypher sirolimus drug-eluting stent. The device is available for analysis but the engineering report is not yet available. Additional info received will be submitted within 30 days upon receipt.